Manufacturer narrative:
The sample has not been returned for review after three notifications to the customer. Additionally, no photographic or visual evidence of any kind was provided which would have allowed for the allegation to be reviewed. Without such evidence, determining root cause and corrective action is not possible and the complaint was not confirmed. If the sample is returned at a future date, a follow-up report will be submitted.

Event description:
Tip broke off in a patient during use.

Manufacturer narrative:
The sample is expected to return for evaluation. A follow-up report will be submitted once the sample has been received and reviewed.

Event description:
Tip broke off in a patient during use.